Manufacturer narrative:
The hill-rom technician found the bed exit not functioning correctly due to external alarm with housing inoperable. A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this bed. It is unknown if the facility performs preventive maintenance on their beds. The technician replaced the external alarm with housing to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed is not alarming. The bed was located at the account in 10t. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).